Event description:
During routine testing of the device at the service center, the service tech reported that the wires of the cable connecting to the hematocrit saturation probe were exposed. The monitor was originally returned for repair of an arterial module standard reference sensor failure when the exposed wires were found. Since this event occurred at the service center, there was no patient involvement during this event.